Event description:
An eye care professional (ecp) contacted vistakon after examining 2 pts who were diagnosed with infectious corneal ulcers; see medwatch 1033553-2009-00047 and 1033553-2009-00048. While collecting information from the ecp he mentioned, a third patient who was diagnosed with a corneal ulcer while wearing acuvue oasys contact lenses (cl). The ecp could not remember patient specific information for the third patient and stated that he would get the information to vistakon at a later date. In 2009, our firm received faxed clinical notes from the ecp. The report stated that on the previous month, the pt presented to the ecp's office with redness, swelling, pain and light sensitivity os that was worse the day prior. The pt was wearing cl on a daily wear schedule and replacing them every 2 weeks. The name of the disinfecting solution is unknown. Sle revealed a 0.2 mm "small round infiltrate vs. Ulcer with central staining and localized stromal edema" and secondary iritis os bcva 30/30. The pt was instructed to return in 24 hrs and treated with iquix 2 drops os q1hr x6 doses (1-2 while sleeping), q2h x3 days, then q4h x4 days. On 06/18/09, the pt was "a lot better, no more light sensitivity- no more pain", bcva 20/20. Sle revealed 1+ cell, 1+ flare, ulcer site "filled in", minimal staining, improved keratitis and iritis. The plan of care was to dilate daily with cyclogel x2, continue iquix as directed and add lotemax q4 x7 days the morning of two days later. Three days later, sle revealed localized edema that was "much improved", tiny persistent gray ulcer site with surrounding ring of localized edema, iritis resolved; bcva 20/20. The plan of care was to continue drops and return to the clinic in 3 days. The ecp's office stated that the pt did not return another three days later. On the following month, the ecp's office stated that they have made unsuccessful attempt(s) to contact the pt. However, a few a days ago the pt's mother informed them that the pt had resumed wearing cl. Lot history review and product evaluation were not performed because the lot number was not provided and suspect product was not available for evaluation. If additional information is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device discarded - unable to follow up.